Event description:
A patient reported to baxter china that they noticed some mildew matter in the fluid path of their transfer set and they were diagnosed with peritonitis. The patient was in the hospital for treatment. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received and upon visual inspection, particulate matter was observed inside the fluid path of the tubing. The sample was confirmed for particulate matter.

Manufacturer narrative:
(B)(4).one used set was received for evaluation. A visual inspection was performed with the following issue noted: the tubing contained particulate matter inside fluid path. Leak testing was performed with no issues noted. Clear passage testing was performed with no issues noted. Clamp function testing was performed with no issues noted. An assignable cause was not determined.

Manufacturer narrative:
C(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.